Manufacturer narrative:
As part of our investigation, service center followed up with the user facility to obtain additional information regarding the reported event and was informed that the equipment is manually cleaned. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ broken clamp and pins hooked¿ were confirmed the unit¿s coupler was found broken and it¿s springs and pins were detached. There was normal wear and tear on the unit¿s housing. The cause of the reported event is most likely due to mishandling. The camera head instruction manual provides the following statements to mitigate damage to the unit and cable. Important information ¿ please read before use ch-s190-xz-e/q operation manual caution use the camera head within a range of ambient temperatures shown in ¿transportation, storage, and operating environment¿ on page 46. When using the camera head at a higher than ambient temperature in the operating environment, the external surface temperature of the camera head may rise excessively. Do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.

Event description:
The service center was informed that during reprocessing the unit¿s clamp was noted to be broken and pins were hooked. There was no patient injury or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the coupler was damaged due to unexpected stress applied to the coupler when the scope was attached/detached or when the scope was attached/detached due to the handling of the user.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information received from the customer states no anomalies were reported. The device is cleaned manually then automated. It is unknown if there was a problem noted with the aer. No information available for the last reprocessing in-service, any change in personnel, and if personnel is trained properly on reprocessing. The scope was wrapped for storage but it's unknown if the device sustained any damage.